Manufacturer narrative:
B5: following inspection of the returned device, this is not a reportable event. H6: the quality investigation is complete.

Event description:
It was reported that during incoming inspection, particulates were identified inside the packaging. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. It was subsequently confirmed that there was no impact to the sterility of the pack following inspection of the returned device.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during incoming inspection, particulates were identified inside the packaging. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.